Event description:
Device interrogation on (B)(6) 2021 revealed ra dislodgement underwent successful lead revision (B)(6) 2021. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).